Event description:
The customer observed reagent on top of the mts gel card foil on the ortho provue analyzer while performing type and antibody screen testing. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) contacted the customer by phone. No root cause was determined, but the fe reported that the customer had resolved the issue by performing a final wash on the instrument. No repairs were required to return the instrument to expected operation.